Manufacturer narrative:
Product ID neu_unknown_lead, product typ lead, product ID 748925, serial# (B)(4), product typ extension, product ID 748925, serial# (B)(4), product typ extension, product ID 7427, serial# (B)(4), product typ implantable neurostimulator, product ID 389033, lot# j0519376v, product typ lead, product ID 389033, lot# j0519376v, product typ lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product typ recharger, product ID 37742, serial# (B)(4), product typ programmer, patient product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6), product typ extension. (B)(4).

Event description:
It was reported that stimulation was turning off. The patient's stimulator was turning off and back on intermittently. Additional in formation received noted that the impedances that were performed were normal. There had been no surgical intervention. The 8840 software card had been sent into the manufacturer for analysis. If additional information is received, a follow up report will be sent.